Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with understanding resulting in false pause and brady episodes. Since the device was already to programmed to lowest sensing parameters, no programming was performed. The patient was stable.